Manufacturer narrative:
(B)(4). The device involved was not returned for evaluation by the manufacturer. However, a variant device from the same family was used for testing. Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "15mm connector came disconnected during use on patient."there was no report of patient harm or necessary medical intervention.